Event description:
Air, e. L., ostrem, j. L., sanger, t. D., starr, p. A. Deep brain stimulation in children: experience and technical pearls. Journal of neursurgery pediatrics. 2011;8(6):566-574. Doi: 10.3171/2011.8.peds11153. Summary: this article looked at the results of deep brain stimulation in 31 children implanted with deep brain stimulation (dbs) systems from 2000 to 2010. Diagnoses included dyt1 primary dystonia, non-dyt1 primary dystonia, secondary dystonia, neurodegeneration with brain iron accumulation (nbia), levodopa-responsive parkinsonism, lesch-nyhan disease and glutaric aciduria type 1. It was found that children with dyt1 dystonia had significant improvements while those with secondary dystonia had only small improvements. The outcomes for three children with nbia were poor. Reported event: case 26: one patient with lesch-nyhan syndrome who was implanted with bilateral gpi-dbs at (B)(6) experienced an infection at the right burr hole site 18 months after implantation. A culture was positive for staph epidermidis. The entire right-sided system was removed and the patient was treated with tmp/smx. The patient had experienced a decrease in self-injurious behavior, but the improvement in dystonia was modest. See literature article attached in MFR report# 3007566237-2012-00054.

Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk; lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.